Manufacturer narrative:
Concomitant medical products: product ID: 97791, lot# unknown, product type: accessory; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4). Device evaluation: analysis of the lead found that all conductors were broken 22.6 cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that they were not able to increase stimulation to desired levels. Impedance testing was performed and found some electrodes had high impedances. Reprogramming was performed in an attempt to troubleshoot the issue; however, ultimately the lead was replaced as a result of the issue and the problem was resolved. The cause of the high impedance was not determined during at that time. The patient was alive with no injury at the time of report. There were no further complications reported or anticipated.